Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood in the balloon and lumen. Microscopic and tactile inspection revealed kinks in the hypotube 25cm and 35.5cm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 4mm distal from the proximal markerband. Microscopic inspection of the markerband, proximal bond and tip of the device found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient.